Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken drive rod. The instruments drive rod was broken at the distal main tube. There was no material missing.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, the 6mm monopolar curved scissors (mcs) instrument tip found the wire was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date is 14-feb-2025. (The isi aware date is 13-feb-2025 due to the time difference with korea.) The instrument was inspected prior to use and nothing ordinary was observed. During the process of making an incision in the myomectomy procedure. The color of the broken cable was silver. There was no loss of cautery and no signs of thermal damage. No, the instrument did not collide with any other instrument. No, the damage did not result in a fragment fall inside of the patient¿s anatomy. No media available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed, and the initial fa was confirmed; the instrument was found to have a broken drive rod. Specifically, the distal drive rod was broken approximately 75mm from the top of the rod's coupling which connects to the tip accessory. The instrument was transferred to design engineering for further inspection, but no further findings were observed.

Event description:
Refer to h11 for follow-up information.